Event description:
It was initially reported that the pt could not give herself a bolus as the pt monitor (ptm) could not establish communication with the pump, however, later when moved to the bottom of the pump it was able to get telemetry immediately. It was later reported that the pump had flipped and confirmed by fluoroscopy. Pt was able to use the ptm and so an abdominal binder was ordered. The drugs delivered included hydromorphone, fentanyl, bupivicaine. There was no pt injury.

Manufacturer narrative:
(B)(4).